Event description:
The customer reported a colleague infusion pump with failure code 810:11 during biomedical testing. No patient injury or medical intervention was reported. The pump was categorized as remediated pump with software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 810:11 and determined the root cause to an out of calibration air in line printed circuit board (ail pcb). The ail pcb was re-calibrated and verified to repair this condition. The device met specification for the reported condition. A follow up report will be submitted if additional information becomes available.